Manufacturer narrative:
According to the customer, the bandaids adhesive is strong. It ripped the skin off and there was bleeding everywhere. It was "extremely painful". There was no further information. A sample is available for evaluation. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the bandaids adhesive is strong. It ripped the skin off and there was bleeding everywhere. It was "extremely painful".